Event description:
The patient contacted animas on 05/16 reporting that the down arrow button was intermittently responding over the last month. The patient denied any visible damage to the keypad. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.